Event description:
It was reported that a user¿s continuous glucose monitoring failed to function after sensor warm-up while using the ilet with an fsl3+ sensor, as the pump continued to display a paired sensor and the ilet mobile app indicated the sensor was already started, yet no data were received; attempts included pump restart, app re-scan, and phone restart, with the user preferring to start a new sensor. Symptoms included no glucose readings available. Outcomes included interruption of cgm-enabled automated insulin dosing and the need for troubleshooting and education. Investigation included review of device-pairing status, power-cycling of the pump, mobile app re-scan, and user phone restart. Investigation of this case revealed persistent pairing recognition without active data transmission, consistent with a pairing or communication failure with the responsible device not identified. It was concluded that the event was attributable to a cgm pairing failure resulting in the cgm not paired condition.